Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm and no numbers scrolling during testing noted. During testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify a21 alarm due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that none of the buttons was responding on insulin pump and received unexpected restart alarm. Customer¿s blood glucose was unknown. Customer stated that time advances during the issue. Customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.